Manufacturer narrative:
Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v191279, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v191279, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 7482a51, serial/lot #: (B)(4), ubd: (B)(6) 2012, ; product ID: 3387s-40, serial/lot #: v191279, ubd: (B)(6) 2012, ; product ID: 7482a51, serial/lot #: (B)(4), ubd: (B)(6) 2012, ; product ID: 3387s-40, serial/lot #: v191279, ubd: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient with an implantable neurostimulator. It was reported during a device follow up appointment some electrodes were out of range and had electrode impedances at 3.0 v. C<(>&<)> 0 was 2683 ohms. No environmental/external/patient factors were thought to have led or contributed to the issue. The issue as not resolved at the time of the report. Surgical intervention did not occur and it was unknown if it was planned. The patient was alive without injury at the time of the report. No complications were reported or anticipated.

Manufacturer narrative:
Product ID b)(4) lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product type extension product ID (B)(4) lot# v191279 serial# implanted: (B)(6) 2009 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product type extension product ID (B)(4) lot# v191279 serial# implanted: (B)(4)2009 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the manufacturer representative. It was reported the cause of the out of range impedances was not determined. No actions/interventions were taken and the issue was not resolved.